Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator did not delivering volume in prvc (pressure regulated volume control) or simv pc (synchronized intermittent mandatory ventilation pressure control) mode of ventilation. The clinicians reviewed the notes/24-hour log and monitor, at the time of the event no episode of hypoxia/low oxygen saturation was recorded, the lowest set level was 89% and the acceptable parameter for the patient was documented as 88-92% and the highest etc02 was 6.7. The device logs were not provided and no parts have been replaced for investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
It was reported that the ventilator did not delivering volume in prvc (pressure regulated volume control) or simv pc (synchronized intermittent mandatory ventilation pressure control) mode of ventilation. There was no patient injury. Manufacturer's reference #: (B)(4).